Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The manufacturer¿s international service technician confirmed the reported oxygen issue. The manufacturer¿s international service technician replaced the flow sensor assembly and the oxygen flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation (fi), a visual inspection of the gas delivery system (gds) assembly noted no anomalies. The returned gds was installed onto a known good test unit. The test ventilator was booted up into normal ventilation mode and delivered breaths. No errors were generated while cycling the power on and off. The gds unit did not fail any single test value from test procedure for v60x. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the device failed the oxygen flow accuracy test (pvt test 6) at the 140 slpm setting. There was no patient involvement.